Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise.noise was reproducible in clinic. Other electrical parameters were in range. On 1/11/16, the lead was capped and replaced with no incident.